Event description:
The customer reported via phone call that they experienced high blood glucose levels close to the second or third day after changing their infusion set. Twice their blood glucose level was 300 mg/dl and 400 mg/dl. The customer did not received an alarm. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.